Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient and reported the device charged as normal when added thickness between the wireless recharger and the skin was used as directed by tech services at last meeting. The cause was unknown. The depth of the ins was said to be a half inch. They were going to follow up with the patient as needed and the issue was confirmed resolved as far as they knew.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), explanted: product type recharger product ID wr9220 lot# serial# (B)(6), explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who stated the patient cancelled their appointment because they successfully charged the implant and will call if they have further complications. When patient uses the potholder (giving thickness between the recharger and the skin) the device connects in the closed loop charging. The rep's understanding was that the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). The rep reported that the patient cancelled their appointment because they successfully charged their implant themselves. The patient was going to call if they experienced further complications. When the patient uses a potholder (giving thickness between the recharger and their skin) the device connects with closed loop charging. As far as the rep knew, the issue had been resolved. The information was confirmed with the patient/physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding the two wr (wireless rechargers): the green lights keep flashing. Rep said she has tried to reset the wr but the reset does not work. Ts (tech support) advised rep that is seems like the wr is not connected to the app. Rep said they did connect it to the app. Rep did not have time to troubleshoot and just wondered if there was a quick fix and hung up without giving further details. On 2021-(B)(6) the rep clarified that the first recharger wouldn¿t connect in closed loop. They reviewed that they had a conference call with the tech team and the patient and did multiple trouble-shooting activities which ended with a hard re-set of the neurostimulator on (B)(6)20 via the recharger but the patient is continuing to have charging issues. We were able to charge to 100% but got multiple 1707 error messages. The patient has to put a potholder between wireless recharger and skin which seems to correct the charging issues, but every time they have charged since has always had problems that we have had to work through. The rep is going to meet patient again this week on february 3rd, as this seems to be on-going, though after multiple attempts they have been able to find a way to charge the device to 100% eventually since the reset (prior to the re-set no matter what they did they could not achieve a closed loop charging session). The second recharger wouldn't connect, cause unknown and remains in rep's trunk possession, will not be returned as it didn't seem to be recharger issue.

Event description:
Additional information was received from a manufacturer representative (rep) who stated they did meet with the patient today, (B)(6) 2021 and the patient continued to get 1707 error code. They have planned to meet next tuesday(B)(6) 2021) around noon to try a new recharger if this issue continues. Device was charged to 100% but patient is very frustrated due to the problems they continue to have with their charging experience. The rep only observed getting the 1707 error code twice during the charging session and was able to clear it when they charged in person today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of not being able to get normal charging/ins hadn¿t charged at all was not determined. They reset the stimulator which seemed to have resolve the issue, but the cause was unknown. The issue was not yet resolved. The patient still got a 1707 error code. They were planning on meeting with the patient on 2021-01-12 to charge again in person at the physician¿s office to see if further errors occur. It was reported that when given the second recharger they saw the same issues as the first recharger, so they kept the original recharger. It was reported that the shocking was resolved by placing fabric between the recharger and the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the caller is with the patient and they have been charging in open loop for 30 minutes with nothing happening. They are on open loop screen with no numbers and the charge says 'excellent'. This is the patients first time charging; the ins has been on since implant and caller had checked % with mytherapy app and it showed 40% for the ins prior to charging. The caller states prior to speaking with technical services they closed the application, turned off the wireless recharger to see if that would get them to the normal charging screen. Caller also mentioned they had reset the wireless recharger early on in the meeting with the patient because when they first tried to charge the wireless recharger 'wasn't finding the device' so the caller reset and that seemed to resolve that particular issue. Technical services had caller exit the app and reset the wireless recharger and the issue persisted. The caller noted they had to leave and was 30 min late for an implant case--they checked the patients mytherapy app before leaving and had noted that the ins level was still at 40%--the ins had not charged at all. The caller is electing to give the patient a wireless recharger out of their trunk stock. Technical services provided other options, but caller is choosing to do so. An additional call was received on 2020-12-24. The manufacture representative indicated the patient was implanted on (B)(6) 2020. The caller said they tried charging with the new wireless recharger and new handset and when they did this, they saw the charging screen with the ins at 20% charge level but only for a blip. The caller said they kept trying to connect the recharger and they got a message indicating they needed to reset which technical services later determined was likely a 3167 code. The caller said they tried moving the wireless recharger over the ins and was getting good/excellent while in open loop charging. The caller said the pocket feels perfect and they can feel all 4 edges and it is flat. The caller noted that while talking with mobility they had the recharger on the ground and it still showed good connection while in open loop charging. Technical services reviewed that would not be an abnormality. An additional call was received from the manufacture representative on 2020-12-28. The caller reported they attempted to charge the patient and noted the same scenario (patient getting open loop charging with excellent connection and cannot get normal charging). While attempting to charge the patient felt a shock when the wireless recharger was over the ins so the manufacture representative placed padding over the ins and continued on. The caller indicated that they were able to get a brief moment where the recharging application showed the percentage of 10% and it would go back to open loop charging. At one point open loop charging showed between 14-15 in the metal detecting open loop. The caller tried multiple position around the ins and could not get normal charging. The caller noted that there was no swelling around the ins. The caller said at one point they got closed loop charging but then a 1707 error message appeared. The caller was advised to use a sharpie to mark the best spot for charging. After no success, the caller attempted a physician mode reset. During this process the padding was not used but after some time the pad was reinserted between the wireless recharger and the ins. After the reset, the open loop was persistent with good/excellent connection and the red battery flashing on the open loops screen. The caller was able to place the wireless re charger about 1-2 cm of the left of the sharpie mark and it began to charge normally, and it appeared to be consistent.